Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860 / k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found experiencing 14 occurrences of producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: multiple positive targets from first test results

Manufacturer narrative:
H6: investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive¿. Customer reported that they have been receiving false positive on ebp and xebp. Customer reported that they would receive a positive result and rerunning of the sample would yield a negative result. Field service was dispatched. Field service renormalized both reader, tested the heater, verified pressure, voltage, and magnet depth. Field service performed cal-rack and tray alignment. Field service cleaned the stripper assembly, lubricated the drawer, and decontaminated the instrument. No further issues were reported. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Returned sample analysis consisted of review of database and run files. Review of various shows that the curves were shaky and were not sigmoidal. Some curves show indication of a bubble in the cartridge. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found experiencing 14 occurrences of producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: multiple positive targets from first test results